Manufacturer narrative:
(B)(4). Evaluation, method ¿ lens work order search. Results ¿ visual inspection of the returned product found no visible damage to the lens. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusion - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens in the patient¿s left eye. Lens tore upon insertion in the eye. The lens was removed, the incision was not enlarged and one suture was used. Further information has been requested but none has been forthcoming. A supplemental medwatch will be submitted when further information is available.